Event description:
It was reported that the lead became dislodged shortly after implant. During the attempt to reposition the lead in the apex, the provider had difficulty extending the helix of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed andanalysis was performed and no anomalies were found, the distal lv (low voltage) electrode of the lead was covered in blood. The lead was returned with dried blood on the helix and within the sleevehead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).